Event description:
Boston scientific received information that this device was going to be explanted for normal battery depletion. The physician noted high out of range pace impedance and loss of capture on the left ventricular (lv) lead and high thresholds and no sensing on the right atrial (ra) lead. The device was removed form the pocket and the leads were hooked up through a pacing system analyzer (psa) and lead measurements were within normal limits. The leads were hooked up to the new device and again were within normal limits, although there was still no ra sensing. The leads remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.